Manufacturer narrative:
(B)(4)

Event description:
It was reported "injection syringe leaked after the catheter/extension line inserted, three catheters/extension lines cannot blood return and injection. No adverse reaction occurred in a patient." The user changed to a new set. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Definite signs of use in the form of biological material were observed within the catheter extension lines. Visual analysis of the catheter revealed no obvious defects or anomalies. After performing functional testing, large amounts of biological material were observed within the proximal lumen. The overall length of the catheter measured 217mm which is within the specification limits of 207-227mm per the catheter product drawing. The outer diameter of the catheter measured 2.43mm which is within the specification limits of 2.39-2.49mm per the catheter extrusion graphic. The outer diameter of the proximal extension line measured 2.20mm which is within the specification limits of 2.13-2.21mm per the proximal extension line drawing. The inner diameter of the proximal extension line measured 1.4732mm, which is within the specification limits of 1.42-1.50mm per the extension line product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit , which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and the medial lines flushed as intended. Resistance was experienced when flushing the proximal extension line, indicating a blockage within the lumen. A long pin gauge was inserted into the proximal lumen to release the blockage, and large amounts of biological material was observed within the lumen. Once removed, the proximal extension line flushed as intended. A manual tug test confirmed that all three extension lines were secure within their respective hubs. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of a blocked extension line was confirmed through investigation of the returned sample. The catheter passed all relevant visual and dimensional inspections, and a device history record review revealed no relevant findings. Functional testing revealed a blockage in the proximal extension line due to biological material within the line. Therefore, based on the customer report that the blockage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "injection syringe leaked after the catheter/extension line inserted, three catheters/extension lines cannot blood return and injection. No adverse reaction occurred in a patient." The user changed to a new set. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".